Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via phone that a patient had a left shoulder rtsa on (B)(6) 2020. On (B)(6) 2022, patient underwent a revision surgery due to chronic instability of the glenoid, which appeared to be worn out. However, sales representative could not confirm if any of the arthrex implanted devices had broken. During the revision surgery on (B)(6) 2022, an ar-9560-24 univers revers baseplate, ar-9561-25s univers revers central screw, an ar-9563-16 univers revers peripheral screw, an ar-9563-24 univers revers peripheral locking screw, an ar-9564-2433-lat univers revers glenosphere, an ar-9502f-36cpc univers revers suture cup, and an ar-9503-3633-3c univers revers constrained combo humeral insert were removed. Surgeon did not remove the univers revers stem that was implanted during original procedure on (B)(6) 2022. To complete the revision surgery, an ar-9502-36arca univers revers ca humeral head adapter and an ar-9550-19rca univers revers ca humeral head were implanted successfully.